Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer reported that there was an emergency room visit for their high blood glucose levels. Customer's blood glucose levels at the time of emergency room visit was 600 mg/dl. Customer's blood glucose levels ranged from 401 to 480 mg/dl. Customer reported that the insulin pump is having motor issues. Troubleshooting was done. Customer was able to rewind and prime the insulin pump. Product is not being replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.